Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the high resolution stereo viewer (hrsv) involved with this complaint and completed the device evaluation. The failure analysis investigation replicated and confirmed the customer reported complaint of ¿no video image¿. There were electrical and fiberoptic defects. The root cause of the vision issue was attributed to component failure.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The left high resolution stereo viewer (hrsv) of the surgeon side console (ssc) became black. The customer continued with the system as it was and completed the procedure without further issue. After completing the procedure, the fse was able to reproduce the issue and replaced the high-resolution stereo viewer (hrsv) to resolve it. The system was tested, it operated without error, and was verified as ready for use. Isi received the hrsv related to this complaint for evaluation, but failure analysis investigation has not been completed. Therefore, the root cause of the reported failure mode has not yet been determined. A follow-up MDR will be submitted following the completion of product evaluation and if additional information is received. A review of the rfe procedure log showed the site performed this myomectomy surgical procedure on (B)(6)2022 via system serial# (B)(4). Based on the information provided at this time, this complaint is being reported due to the following conclusion: the customer found the left hrsv of the ssc became black but continued the procedure as it was. The fse confirmed and replaced the hrsv to resolve the issue. System unavailability after start of a surgical procedure (first port incision) could lead to the procedure to be converted/aborted. While there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a procedure change.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the left high resolution stereo viewer (hrsv) of the surgeon side console (ssc) became black. Prior to calling technical support, the customer attempted to reboot the system with no change. An intuitive surgical, inc. (Isi) technical support engineer (tse) had the customer perform a hard power cycle of the system, but the issue persisted. The customer continued with the system as it was and completed the procedure without further issue. No known impact or patient consequence were reported. Isi followed up with the initial reporter and obtained the following additional information: the system functionality was checked upon powering on and the system initially powered on without errors. The customer completed the procedure with the same ssc. The patient had no injury/harm. Video recording of the procedure was not available for isi review. Information regarding patient demographics, relevant testing, and medical history were requested however, the reporter was not able to provide that information.